Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information received indicated that this device and associated leads were explanted and returned for analysis. No additional information with the returned products was provided.

Manufacturer narrative:
The physician planned to discuss the issue with the patient's following electrophysiologist. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. Subsequent shocks were then provided for ventricular fibrillation (vf), which successfully converted the rhythm on the third attempt. It was reported that the patient had a left ventricular assist device and low level noise was visible on both the right ventricular (rv) and left ventricular (lv) channels. There was also a decrease in pacing impedance measurements on the rv, lv and right atrial (ra) leads, but they were not less than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.